Manufacturer narrative:
A sample device was not returned for analysis. There was no identifying product information provided by the reporter; therefore, no product history nor complaint history search could be conducted. The root cause is unknown. Additional information was requested. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that was implanted between 2008 and 2011 and is now dislocated into the front of the patient's eye. The surgeon is unsure of what intervention will be done. Additional information was requested.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).